Event description:
It was reported that the patient¿s primary hcp thought their dosing of fentanyl was too high and wanted to make sure the pump was in there right, so ¿he replaced the pump¿. It was noted that the patient¿s pump was replaced on (B)(6) 2011. It was noted that the patient¿s pump was flipped. It was noted that ¿10 days after I went to get a refill pump flipped¿ and the patient had to go in for a revision. It was noted that the patient lost height because of back issues and the patient has an inch and a half between their last rib and hip. It was reported that because of this the patient¿s pump flips on its side because ¿it only has 2 sutures holding it¿. It was noted that all across the top of the pump there are ¿nobby spots¿ from the refills over the years and the patient is not sure if it¿s fat tumors. It was reported that the patient¿s pump was being used to infuse saline. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, implanted: (B)(6) 2010, product type: catheter. (B)(4).